Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was backlit, but blank and black. Additionally, the touch the pump touchscreen was frozen and unresponsive. Customer's blood glucose was 290 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.